Event description:
A 6f angio-seal sts plus device was used to seal the right groin arteriotomy post percutaneous procedure. Twenty four days later, the pt presented with a swollen right leg and pain at a level of 5 to 7/10. Duplex uitrasound revealed a weak femoral arterial pulse with no evidence of an aneurysm, and a widely patent external iliac artery, however, a heavily calcified common femoral artery (cfa) extended to the bifurcation of the superficial femoral artery (sfa) and profunda femoris artery; no bloodflow was seen through the area. The sfa was also heavily calcified. The pt underwent vascular repair in 2005. An intra-operative angiogram revealed extensive disease in the cfa and sfa, and thrombus formation with questionable plaque disruption at the puncture site. The sfa was chronically occluded. A difficult embolectomy was performed and the right cfa was replaced with a graft which restored a good femoral artery pulse, however, the right foot remained ischemic. Later that day, the pt underwent vascular repair of the perioneal reversed vein graft. The pt had preexisting conditions of non-insulin dependent diabetes mellitus (niddm or type ii diabetes), coronary artery disease and peripheral vascular disease. The pt was recovering in the hospital.